Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via email of their child who had a seizure due to excessive amounts of insulin. Customer wanted to verify information in carelink was correct. The customer's blood glucose reading was unknown at the time of incident. No further details given.